Event description:
It was reported by the customer that during an unk procedure, a crunch sound was heard when trying to fire the first device. A second device was opened and the first staple was fine, but the second staple was misaligned. It is unk how the procedure was completed. There was no pt consequence. Both devices will be returned along with 11 sterile devices of the same lot.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the instrument a was returned in good visual condition and fully functional. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided. The analysis confirmed that the instrument b was returned in good visual condition and fully functional. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided. The analysis results confirmed that 11 sterile were returned. The instrument c was opened and it was noted to be in good visual condition and fully functional. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.